Manufacturer narrative:
Return requested. Replacement field generator shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the ent application, verification, tracking, and accuracy were normal. No communication errors were observed during testing. The field generator remained in green status during all burn-in testing. The emitter passed the pegboard test with an error of 1.512mm. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional. No fault found. On (B)(6) 2015 a medtronic representative, following-up at the site, reported found in the em interface that the navigation system showed one fault, indicating an emitter issue. On (B)(6) 2015 a medtronic representative a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site registered nurse (rn) called to report that, while in an ear, nose & throat (ent) procedure, they were unable to track any instruments, or the patient tracker. The rn stated that the doctor had been navigating accurately for awhile when the head frame was accidentally bumped. They went back to re-register the patient and were unable to track the registration probe. The rn stated the application was re-started, however, the issue was not resolved. In trouble-shooting, medtronic technical services representative instructed the rn to check the emitter details and confirmed that both the axiem and emitter were showing red status with a communication error. Recommended the rn re-boot the system. After re-boot the axiem and emitter were still red status. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.